Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: tip of a retaining sleeve broke during use. The doctor is an experienced matrix user. This is report number 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4).